Event description:
The complainant alleged that during a routine shift check by a clinician the device would not discharge. The complainant indicated that there was no pt involvement with this reported incident.